Manufacturer narrative:
(B)(4). According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with a tavr procedure. Vascular complications are a well-recognized complication of tavr procedures in this elderly population with multiple co-morbidities. Approval of expanded access sites has provided opportunity for continued examination of procedural reports of vascular injury with a conclusion that the cause is typically related to a combination of vessel size, tortuosity and calcifications. Device navigation through difficult anatomy can increase the risk for vascular injury, regardless of the approach. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The IFU contraindicates patients with access vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the access vessel internal diameters will enable the clinician to determine if the sapien 3 valve can be delivered. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have access vessels that are not amenable or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the valve frame damage and subsequent subclavian artery injury appear to be related to issues advancing and withdrawing the delivery system attributable to the ¿primary bend¿ in the patient¿s vessel, preventing proper placement of the sheath. No actual device malfunction was identified in the report. No labeling or IFU inadequacies were identified. Review of complaint history revealed that the occurrence rate does not exceed the july 2016 control limits for this trend category. No corrective or preventative action is required at this time.

Event description:
As reported by the field clinical specialist, the patient was prepped and draped for 23mm sapien 3 valve via left subclavian. Access was obtained and dilator was inserted without difficulty. The sheath had difficulty making it around ¿primary bend¿ and the surgeon left the sheath where it was and proceeded with bav. Bav of 20x4 mm balloon was performed without difficulty and patient tolerated bav well. Hemodynamics suggestive of some ai at this time. Delivery system and valve inserted into sheath at this time. Nosecone of commander system exited the sheath and the valve then came out of tip of sheath under flouro. The delivery system was unable to advance any further. Some ¿force¿ was used while trying to advance the system, but was unsuccessful. After much manipulation, it was determined to remove the delivery system as a whole and prep a new delivery system and valve. When the delivery system and valve were removed, the subclavian artery was noted to be "falling apart". Upon examination of the undeployed valve, an ¿open cell¿ of valve looked to have been snagged and flared at one cell. Bleeding was excessive at this point and the patient was hemodynamically unstable. Blood transfusion was immediately started and cell saver set up. Aortic root shot noted perforation of left subclavian artery. Occlusion balloon was placed with success. Tee showed pleural effusion and the patient continued to be hypotensive. It was determined to open the patient and place a drain for the pleural effusion. Upon opening of the chest it was noted that aorta was not dissected. The patient was placed on cpb and stabilized. A #21 surgical aortic valve was placed. The patient also underwent bypass of the subclavian artery. The patient was transferred to cicu. After 2 hours in cicu, the patient coded and the chest was reopened and returned to the operating room for bleeding. The patient was then closed and transferred back to cicu. Post op day1, the patient was weaned off vasopressors and sedation and starting to wake up. The physician reported patient was hemodynamically stable at this time.